Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver normal saline. The customer contact reported that while connecting the tubing set to the pt's catheter, an unspecified amount of blood leaked at the connection. The tubing set was replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
A rep device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The info on reprocessing of the device was requested; however, no response has been received.